Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Power cord was replaced. Although there was no reported injury with this event, if the report of exposed wires on power cord with were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Customer reported power cord had physical damage. Power cord had exposed wires. There was no injury reported. This incident was captured under hillrom complaint ref #(B)(4).